Manufacturer narrative:
Vyaire complaint# (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed that the internal battery did not last more than 5 minutes fully charged. The service technician replaced the internal battery and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications. At this time, the suspect component is currently being evaluated by vyaire. When the results of investigation are available, a follow up report will be submitted.

Event description:
It was reported to vyaire that the lap top ventilator 1200 internal battery does not last very long. The customer confirmed there was no patient involvement associated with the reported event.